Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The pump passed the displacement test, operating currents, self test and off no power tests. No battery out limit alarm and no weak battery alarm noted. The pump also had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 60 mg/dl. No significant events leading to the alarm were observed. The customer also reported that the insulin pump had alarmed battery out limit and weak battery during troubleshooting. She noted that she was in the hospital due to having 7 knee surgeries. She advised that the hospitalization had nothing to do with the insulin pump or blood glucose levels. Advised replacement of the insulin pump. She advised that the low blood glucose levels were a result of her not having had breakfast yet, declining troubleshoot assistance. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.